Manufacturer narrative:
Imdrf investigation findings: code e2123 is not available in database to capture for health effects - clinical signs and symptoms or conditions identified (medical device site infection). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient was hospitalized with sepsis on an unknown date on (B)(6) 2026 at cannula insertion site. Where the patient developed infection and required administration of intravenous antibiotic treatment for ten days.